Manufacturer narrative:
(B)(4). Inspection of the pump prior to repair found an under-delivery and a cracked/broken adapter bracket. The device reported, list number m771, is an abbott product that is marketed internationally which is the same or similar to a device, list number 55239, that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required info from the source.

Event description:
The pump was returned for svc with no associated complaint. Inspection of the pump prior to repair identified reportable malfunctions, under-delivery and cracked or broken adapter bracket.